Manufacturer narrative:
H1 field was corrected to malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the patient was asking if it was safe to leave the pump in the body if not using the pump or therapy. It was noted the pump was coming up on end of service (eos) due to normal battery depletion and the patient was wondering if he could leave the pump as he had chosen to not have the pump replaced. It was further reported the pump had not been working due to the catheter was either no longer attached, was kinked, or clogged as previously reported. It was also reported the patient¿s body had developed a baclofen tolerance and baclofen no longer helped. Since (B)(6) 2021 they had been decreasing the medication and it was currently at the lowest possible setting so the pump could be removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving baclofen (4000mcg/ml at 2500.7mcg/day) via an implanted infusion pump. It was reported that the patient went to see their healthcare provider (hcp) on the date of report, and they discovered a catheter problem. The hcp turned the pump down 28% to 1798.8mcg. Since the pump was turned down, the patient could feel their spasticity returning and wanted to have it adjusted. A manufacturer representative was requested. No further complications were reported or anticipated.